Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor stated that at the first fire of the device it did not fire correctly and the clip scissored. They tried firing again and it scissored again. They ended up using an endoloop because there was a bile leak on the cystic duct.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on the evidence that could be seen, the clip shown meets the specifications for an acceptable clip specification. The device functioned properly when forming the clip. The clip legs can be offset by half the width of an individual clip leg and still be classified as acceptable and function as intended. The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # j9266t, expiration date: 08/2017, manufacturing date: 09/2012 .